Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block b3: approximated to june 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: the returned speedband superview super 7 was analyzed, and it was found during visual inspection that the handle check valve was detached/broken. Additionally, the handle was rotated 180 degrees until an audible click was heard. The ligator housing was not returned. No other problems with the device were noted. The reported event of handle break was confirmed. The first step, "confirm cannula and check valve are secure in handle base" would have detected if the handle check valve was detached. It is possible that the damage at the check valve section occurred as a result of manipulation of the device while it was being prepared to be used in the procedure and depending on how the handle was manipulated. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure. The procedure date is unknown. During the procedure, the speedband wheel broke on the back while trying to put it on the scope. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure. The procedure date is unknown. During the procedure, the speedband wheel broke on the back while trying to put it on the scope. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is:(B)(6). Block b3: approximated to june 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of handle break.